Event description:
It was reported that, "tried to tension dall miles cable. Tensioners would not hold cable after gripper was released from nipple."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.